Event description:
The lay user/reporter contacted lifescan in 2005 and alleged that the lay user/patient's one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist was not able to contact the rptr/patient for additional information because there is no phone number provided. A letter will be sent. The reporter stated that her aunt was taken to the hospital for a "couple of days" because the meter was not reading correctly. There is no information regarding the hospital meter result and the IV treatment administered. It is not known how long the meter was in the wrong unit of measurement and if the patient had experienced any symptoms. Her diabetes medication regimen was not provided. At the time of troubleshooting, it was verified that this was not a new product. It was determined that the meter was also not coded correctly to match the code on the test strip vial. The meter was previously set in the correct unit of measurement. However, it was discovered that the pt had recently changed the units of measurement in the meter settings. Although there is insufficient information regarding the events leading to the hospitalization, this complaint is reported as an adverse event. The patient changed the units of measurmement mmol/l and was hospitalized. A replacement meter, control solution, and test strips were sent to the lay user/patient.